Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer stated that one of the universal surgical manipulators (usm) was not rotating as expected. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related errors in the logs. The tse then worked to clarify which axis was not responding as expected, and it was found that usm3 clearance was not responding. The customer stated that they were not able to set usm3 clearance to desired position. The tse proposed a video call to further diagnose the issue; however, the customer indicated that the surgeon had already decided to convert and continue the procedure laparoscopically. The tse initiated a video call, during which the customer briefly showed the clearance axis before ending the call to return to assisting with the ongoing procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) and distal setup joint (dsuj) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm or dsuj for evaluation. A follow-up MDR will be submitted, if additional information is obtained.